Event description:
It was reported that the device was in backup vvi and could not be interrogated. The battery voltage had also decreased significantly in the span of one week. The device was explanted and the patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported backup vvi was confirmed in the laboratory and was due to a power on reset that occurred due to low battery voltage. The reported premature battery depletion was confirmed in the laboratory. Based on the available parameter and usage information, a longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.